Manufacturer narrative:
The ge service rep performed an on-site investigation. The strain relief nut on the interconnect cable was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an error message and had to reboot. No pt injury was reported.